Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the 7-382, thermogard plus abc dual dispersive electro, was being used during an unknown procedure on an unknown date when it was reported, ¿customer reported product irritated patient skin causing skin burn or creating inflamed skin that appeared as a burn." Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical, surgical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due to patient sustaining an unknown degree of burn.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided, therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 1,770,880 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000006. Per the instructions for use, the user is advised to select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use the largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc. And allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 7-382, thermogard plus abc dual dispersive electro, was being used during an unknown procedure on an unknown date when it was reported, ¿customer reported product irritated patient skin causing skin burn or creating inflamed skin that appeared as a burn." Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical, surgical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due to patient sustaining an unknown degree of burn